Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead underwent a lead revision a few weeks after it was implanted. Attempts to obtain further information regarding the reason for the revision have been unsuccessful. Subsequently, however, this lead was explanted due to an infection. There were no additional adverse effects reported.